Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr), indentation between leaflets and enlarged atrium for a triclip procedure. During the procedure, one triclip was implanted successfully. Second triclip was implanted at posterior septal leaflet 1. The tr was reduced to grade 2 post procedure. Single leaflet device attachment(slda) occurred from septal leaflet post procedure. The recurrent tr was of grade 4. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to indentation. The reported patient effect of recurrent tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr), indentation between leaflets and enlarged atrium for a triclip procedure. During the procedure, one triclip was implanted successfully. Second triclip was implanted at posterior septal leaflet 1. The tr was reduced to grade 2 post procedure. Single leaflet device attachment(slda) occurred from septal leaflet post procedure. The recurrent tr was of grade 4. There was no clinically significant delay or adverse patient effects. No additional information was provided.